Event description:
It was reported that this pacemaker entered into safety mode. Technical services (ts) analyzed device data and recommended that this device be replaced. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this pacemaker entered into safety mode. Technical services (ts) analyzed device data and recommended that this device be replaced. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.